Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported, error c-30 and c-34 was confirmed and reproduced, on startup unit displayed c-34. Upon visual inspection the top of top cover has a long scratch. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that error c-30 occurred. The intuitive tech support engineer (tse) advised to reboot the system. The caller replaced the energy cable as well; however, the issue persisted. The site used a force triad to complete the procedure. There were no reports of patient injury. Intuitive received the following additional information vial follow up: there were no errors present when the system was initially powered on.